Event description:
It was reported that the right ventricular (rv) lead had high thresholds and no capture. High impedance was also noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.